Event description:
I had essure placed in my tubes in 2009. Since then I have had unexplained rashes and severe pelvic pain. I have had longer cycles. Major bloating and constipation. Started getting migraines. Fatigued all the time.